Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that the device heated up during an open reduction and internal fixation of the elbow procedure. Another device was used to complete the procedure. There was no delay in the procedure and no reports of adverse consequences associated with this event.